Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The components of the preventative maintenance kit were not returned for functional evaluation. The assignable cause of the haze/mist/vapor and odor/smells issue is the catalytic converter and vacuum pump oil. The field service engineer replaced these parts and also utilized the preventative maintenance kit and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance level 2 (pm2) was performed. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of "white smoke" (haze/mist/vapor) and a "smell of oil" (odor) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.